Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. It was noted imaging was challenging throughout the procedure. An xtw clip (30906r1073) was inserted and deployed on the mitral valve. A second xtw clip (30911r2056) was inserted and advanced under the mitral valve. It was noted the delivery catheter (dc) shaft was curving, resulting in trajectory misalignment. However, during positioning of the second clip, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip became caught on the flail and was unable to be removed, therefore, the clip was deployed on both leaflets. To stabilize the slda, a third additional xt clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (dc shaft positioning), entrapment of device, device damaged by another device (caused damage) and image resolution poor could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported unintended movement (dc shaft positioning), associated with the delivery catheter (dc) shaft deflecting unintendedly, could not be determined. The reported device damaged by another device (caused damage), associated with the second clip (the complaint device) interacting with the first implanted clip, was due to procedural circumstances while positioning the clip. The reported entrapment of device, associated with the clip getting caught on the posterior flail, was also due to procedural circumstances. The reported image resolution poor was associated with challenging echocardiography. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
Subsequent to the initially filed report, additional information was received stating the second clip came in contact with the first clip, causing the first clip to detach from the anterior leaflet.